Event description:
In 02/2002, baxter europe received a letter from dr. Informing baxter of an issue with a donor after a plasmapheresis procedure performed. In 02/2002 dr. Received a message that a plasmapheresis donor was showing a deep vein thrombosis that possibly was related to plasmapheresis procedure performed a month earlier. A couple of days after the donation the donor complained of pain at the distal location of the venipuncture site. The donor visited their work physician where non-steriod anti-inflammatory drugs were given (nsaid). The donor returned to the center because the pain persisted. The donor was referred to their personal physician who prescribed antibiotics apart from the nsaid's. Since the pain persisted and small swelling was on the hand and forearm the donor was referred to a vascular surgeon. Investigation of the donor revealed that the donor had a deep venous thrombosis approx 10 cm proximal of the venipuncture site.